Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Device tested - manual mode 42 degrees device reaches temperature accordingly in time - manual mode 4 degrees device reaches temperature accordingly in time. The failure - "heating system" not working was not recreatable. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Correction: d, h.

Event description:
It was reported that the arctic sun device did not heat. Per review of wo on 15apr2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat. Per review of wo on 15apr2025, there was no patient involvement.